Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that immediately following the implant, the right ventricular lead was intermittently t-wave oversensing following bi-ventricular pacing. Programming changes did not resolve the intermittent t-wave oversensing. The lead remains in use. No patient complications were reported as a result of this event.